Event description:
Customer reports being symptomatic of hypoglycemia with blood glucose result of 112 mg/dl obtained on the advantage system. The customer was taken to the hospital within 8 minutes, and obtained result of 41 mg/dl on a professional meter. The customer was hospitalized for unrelated health concerns, but reports being treated for low blood glucose. Requested return of suspect device and replacement was sent.